Event description:
Laproscopic because of possible ectopic pregnancy. It was necessary to repair the common ileac crest and the inferior vena cava. Other equipment being used were a richard wolf co2 insuffalator, and a richard wolf 5mm laproscope. The physician has stated that he feels there was no equipment involvement in the reported incidentdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.

Event description:
It was necessary to repair the common ileac crest and the inferior vena cava. Other equipment being used were a richard wolf c02 insufflator and a richard wolf laparascopedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.